Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported there was a syringe with a large piece of plastic in the barrel. To aid in the investigation, one sample with no packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and there is a piece of plunger rod rib in the syringe. The syringe plunger rod has no damages. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process resulting in damage to a syringe and a piece of plastic ending up in another syringe. A device history record review was completed for provided material number 309653, lot 3299557. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material#: 309653. Lot#: 3299557. It was reported by the customer that we had another interesting syringe with a large piece of plastic in the barrel. Verbatim: we had another interesting syringe with a large piece of plastic in the barrel. I believe it was the same reference number as below, but different lot/expire dates. See image below. I spot checked a few others from this lot and have not yet seen this repeated.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 309653. Lot#: 3299557. It was reported by the customer that we had another interesting syringe with a large piece of plastic in the barrel. Verbatim: we had another interesting syringe with a large piece of plastic in the barrel. I believe it was the same reference number as below, but different lot/expire dates. See image below. I spot checked a few others from this lot and have not yet seen this repeated.